Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, due to the patient¿s pacemaker pocket infection, the whole pacing system was explanted on (B)(6) 2017. Implantation of a new pacing system was scheduled in two weeks.

Event description:
Reportedly, due to the patient¿s pacemaker pocket infection, the whole pacing system was explanted on (B)(6) 2017. Implantation of a new pacing system was scheduled in two weeks.

Manufacturer narrative:
The manufacturing documentation related to the reported clinical observation was reinvestigated relative to the subject device. This investigation confirmed that the device was sterilized and released in accordance with applicable operating procedures.

Event description:
Reportedly, due to the patient¿s pacemaker pocket infection, the whole pacing system was explanted on (B)(6) 2017. Implantation of a new pacing system was scheduled in two weeks.